Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-06950. It was reported that the burr became stuck on wire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr and the rotawire got stuck. Then, the devices were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.